Event description:
During a ptca of the lad, the balloon which deployed the taxus stent was unable to be removed. The vessel was cannulated deeply when effects were made to remove balloon. Pt ultimately had a dissection and was returned to special procedure for restenting.